Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Probably not device related. Rehospitalization (B)(6) 2009, for revision/component removal: femoral, tibial tray, tibial insert.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.